Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08650 inches. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted during testing or in the pump trace download. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was 534 mg/dl. Customer stated other blood glucose value was 500 mg/dl, 592 mg/dl. Customer was treated with manual injection. Customer stated insulin pump stopped working. Customer allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.